Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported by the edwards lifesciences affiliate in italy, a 77-year-old patient with a 7300tfx29 valve model implanted in mitral position underwent reintervention for a valve-in-valve procedure after an implant duration of six (6) years and five (5) months due to degeneration leading to severe stenosis. A 29mm transcatheter valve was implanted within the edwards surgical valve with a perfect result.

Event description:
As reported by the edwards lifesciences affiliate in italy, a 77-year-old patient with a 7300tfx29 valve model implanted in mitral position underwent reintervention for a valve-in-valve procedure after an implant duration of six (6) years and five (5) months due to degeneration leading to severe stenosis (mean gradient of 12mmhg, valve area of 0.6 cm2/m2, velocity of 2.7 m/s). The patient was experiencing symptoms of heart failure before valve replacement. A 29mm transcatheter valve was implanted within the edwards surgical valve with a perfect result. The patient was noted as to be discharged home.

Manufacturer narrative:
Updated section b5 (describe event or problem), b7 (other relevant history, including preexisting medical conditions), h6 (impact code), h6 (investigation findings) and h6 (investigations conclusions). Corrected section h6 (clinical code): 4446 (heart failure/congestive heart failure) replaces 4580 (insufficient information) added information to section h6 (type of investigation) h11: additional manufacturer narrative: a device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve... Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The most likely cause is patient factors, including diabetes mellitus.